Event description:
It was reported that customer's insulin pump alarmed during manual prime and insulin was squirting out. The insulin pump's piston continued moving forward after coming into contact with the reservoir. Customer cannot exit the prime stage. The device was not dropped or exposed to moisture. Customer's blood glucose was 147 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. Motor tested outside device and passed. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.